Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. The hemostatic valve on the 25 centimeter peel away sheath was defective. When the physician removed the dilator, bleeding occurred from the sheath. The short sheath could not be used due to the patients anatomy. The physician then used the peel away sheath from a new impella set. The patient survived the explant.

Manufacturer narrative:
The pump was discarded. The peel away sheath was collected. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. H6 medical device problem code a0405 was changed to a050401.